Event description:
It was reported that the device was overheating. There was no patient involved and there was no user complications.

Manufacturer narrative:
Analysis of product 1845020 of serial # (B)(4) and lot#213035943 found that it's not possible to do an incoming inspection test, because the distal bearings are worn and detached. The laser markings are faded. If information is provided in the future, a supplemental report will be issued.